Manufacturer narrative:
The reported event was confirmed as visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and is cracked on medial side of post. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was determined to be associated with the design of the device and the device was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the knee instruments fractured. The fractured parts are returned. There is no additional information at this time.